Event description:
It was reported that during the implant procedure the pacing lead exhibited high thresholds, high impedance and could not pace after multiple adjustments. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.